Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated (transparent sticky brown residue) and the battery drawer was damaged. Analysis also found the lower case was broken and there was corrosion caused by fluid / liquid (battery).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.